Event description:
Reporter indicated that diagnostic tests indicated high lead impedance. There were no symptoms reported which were related to the high lead impedance. The surgeon reviewed x-rays and determined a "fractured lead" to be the cause of the high impedance. It was reported that the pt continus to do well and revision surgery has not occurred. Attempts to gather add'l info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.